Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise alerts were noted via merlin.net transmission. Lead noise was seen on stored egms. Noise was not reproduced with isometrics and deep breathing during a follow-up visit. Recommended programming change was performed. The patient will continue to be monitored.